Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited increased thresholds and was dislocated. During the procedure to replaced the lead, there was a large amount of friction between the attempted lead and the guidewire and the wire stuck inside the lead. That lead could not be implanted. The physician then decided to reposition the existing lv lead which was successful. That lead remains in use. No patient complications have been reported as a result of this event.